Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. There was no indication that an instrument related or reagent issue contributed to the event. Additionally, pre-analytical sample processing or a vitros tropi reagent issue have been ruled out as a contributing factors to this event. The investigation could not determine a root cause.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (patient result = 0.628 ng/ml vs. Expected result= <0.012 ng/ml) from a single patient sample processed on a vitros 5600 integrated system. The higher than expected tropi es patient result was not reported from the laboratory as laboratory protocol requires troponin results >url to be repeated prior to reporting. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. (B)(4).